Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a blood collection device. Customer reports they were drawing blood from a PICC line using a syringe then using an angel wing adaptor to transfer blood to collection tubes. The customer reports the luer fitting, at the bottom of the adapters bowl with syringe attached, broke off leaving exposed butt (not bevel) end of the needle. It punctured her skin on the second section of the left index finger which required anti-viral treatment because of blood exposure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.